Event description:
The customer reported the subject device had "large wheel pre play before distal tip" (angulation issue). The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a foreign material was identified in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle). There was no report of patient or user harm due to the event.

Manufacturer narrative:
Upon inspection and testing of the device, foreign material found in the air/water nozzle was suspected to be due to user handling. In addition, service found the angulation was out of specification, the adhesive around the light guide lens, and the objective lens was worn, the distal end cover was damaged, the adhesive on the bending section cover was peeling off, the coating on the insertion tube was peeling off, the paint on the suction cylinder was peeling off and there was play in the angulation knob.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that a part of peripheral equipment was broken and entered the channel which clogged in the nozzle. In order to prevent recurring of the suggested event, it is recommended that the user be informed on the proper method to handle the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.